Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that on day one of impella 5.5 support, a high purge pressure system blocked alarm occurred. Tissue plasminogen activator was added to the purge. The next day impella was removed as lysis was unsuccessful in bringing down the high purge pressure and rising motor current. The patient¿s outcome is unknown.

Manufacturer narrative:
The investigation of high purge pressure has been completed. Since neither product nor data logs were returned, the root cause of the high purge pressure could not be determined. E4 should have been left blank on manufacturer device report 1220648-2024-25119.